Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (charger-will not power on) has been confirmed. Incoming testing confirmed that the battery charger was unable to charge a battery. The root cause of the lcd ribbon cable was unable to be positively identified. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that the charger/modem would not power on.